Event description:
Reported to smiths medical that there was a cuff leak after 10 days. During evaluation, there was a weak spot in the cuff material. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
One sample was received. Leak testing confirmed a cuff leak due to a pinhole in the cuff material. Further examination under magnification found a weak spot in the cuff material opposite the cuff band measuring less than 1mm. The pinhole was consistent with a hole that can propagate from a weak spot in the cuff material. The noted weak spot was only noted during inspection under magnification and would not have been visible during manufacture or routine inspection. The device history record (including photos of the inflated cuff) was reviewed with no issues noted. Smiths was able to confirm the issue and determine the cause. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.